Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation.

Event description:
The conmed representative reported on behalf of the user facility that during a procedure, the ia-2000-s lightwave suction ablation burned through at the head. There was no procedural delay or patient injury reported. This report is raised on the basis of a reported malfunction with potential for injury with recurrence.

Manufacturer narrative:
The used device was returned to conmed for evaluation. Visual inspection of the device found a portion of the ceramic and insulation coating was missing from the distal tip of the electrode. The tip was burned and decomposed from excessive heat. A small portion of ceramic was missing from the device; a potential cause being that the customer may have damaged the insulation coating by un-intended contact with another instrument, leading to a dielectric failure of the insulation. A review of the manufacturing documents verified the device was produced per current and approved procedures and material specifications. Non-conformances regarding the product's identity, quality, safety, effectiveness or performance were not identified during manufacture. A 2-year historical review of complaint data found 12 similar complaints for this product family and failure mode combination. In that same timeframe, 84,025 units have been sold worldwide. A lot history review was conducted and there are no similar complaints within the past two years for this lot number and failure mode combination. A risk analysis was performed and found this failure mode and occurrence level to be acceptable and consistent with current risk documents. The instructions for use advise the user of the following. Use ablator only within the prescribed generator settings. Use lowest power setting and the minimum tissue contact-time necessary to achieve the appropriate surgical effect. High power settings, and prolonged use may result in damage to the insulation, melting of the electrode tip, or patient burns. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
Upon gathering additional information, the user facility reported the procedure was a left shoulder arthroscopy with rotator cuff repair, sub acromial decompression and distal clavicle excision. Early on the procedure the tip of the ia-2000-s device melted. The procedure was completed with minimal delay due to the retrieval time of a new lightwave ablator. The patient was discharged home with no complications.